Event description:
Caller reported a minimum fill notification, which caused the customer's blood glucose level to rise to 510 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via manual insulin therapy. A new cartridge was loaded to resolve the issue.